Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable at this time. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the system displayed a filament regulator failure error message during a procedure. There is no report of pt injury associated with this event.